Event description:
Peripheral IV was converted to a heparin lock. Pt had another peripheral IV in scalp vein. Scalp vein IV pulled out by baby. Fluids switched to peripheral IV in hand and blood backed up in y-connector. Hub cracked on y-connector. New y-connector connected to peripheral IV in hand and IV infusion continued without difficulty.